Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted due to an unspecified malfunction.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation with striation was noted in the strain relief of cylinder 2, indicating contact with sharp instrumentation. This is a site of leakage. No functional abnormalities were noted with cylinder 1. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the strain relief of cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated a leak was noticed after prepping the device prior to implant. Based on the evaluation and information received, it was concluded that the separation may have occurred inadvertently during the implant procedure by sharp instrumentation. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was to be implanted on (B)(6) 2021 but there was a malfunction. A leak was visible after the physician prepped the implant prior to implantation in the patient. Appears to be on the proximal end where the tubing exits. A photo of one cylinder indicated leakage near the strain relief area.

Event description:
Additional information received further reported that a leak was visible during the implant procedure. The leak appeared to be on the proximal end where the tubing exits.